Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014, to report a permanent out of range alert on (B)(6) 2014. Patient had been using the transmitter for more than 6 months when the out of range alert occured. The patient's mother did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).